Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1161 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient came into clinic to receive a push IV antibiotic (ceftriaxone) and a hpt bag change (vancomycin). The red port of the PICC was allegedly occluded and only the purple port was being used. Nurse stopped the hpt pump, disconnected and capped the hpt line. The purple port was disinfected and flushed again. It was stated it flushed with a great deal of resistance, so the nurse stopped flushing. Nurse tried to aspirate for blood return and there was no flashback. Patient could not receive either of the two antibiotics. Patient was sent to family doctor and then to emergency department to receive tpa. No other information was provided. No patient injury reported.